Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient with this pacemaker fell twice at the same time that passed out a couple of seconds. The pacemaker remains in service. No additional adverse patient effects were reported.